Event description:
My health issues began (B)(6) 2014, became much worse (B)(6) 2015, and I finally realized the source of all health issues (B)(6) 2015. During that time frame I was in three emergency rooms (transported by (B)(6) twice), admitted to hospital twice, saw an allergy doctor, had colonoscopy and endoscopy, drove to (B)(6) clinic, had upper gi with barium, saw gi specialist at (B)(6), and had test for gastroparesis. Also, many blood tests - all to no avail. I was constantly nauseous, lost 16.5 pounds from (B)(6) 2015 til (B)(6) 2015. Became unable to pass gas, extremely difficult to have bowel movement. I found it extremely difficult to breathe as my diaphram would fill with gas. Had a sliding hiatal hernia would slide up and make breathing difficult. With all these issues I had fluctuating blood pressure, arrhythmia, heart palpitations. I also experience 2 anaphylactic attacks. I was told it was ibs, anxiety, stress. I was given meds of all kinds. Through it all, I was certain there was an underlying cause. I told my husband goodbye twice as I could not see how my body could go on. Finally on (B)(6) 2015 I figured it out, invisalign braces and retainers made of methyl methacrylate were poisoning my body with cyanide. I began wearing the braces on (B)(6) 2014. Each tray is worn for 2 weeks. I begain wearing my retainer (B)(6) 2015. Since taking these poisonous dental appliances out of my mouth, I have gained weight, can breathe and am doing better. I still have digestive issues, and my voice has changed drastically. I have numerous stomach polyps, number polyp in both kidneys, cyst on my right ovary. I am a retired educator (41 years). When I was admitted to the 3 emergency rooms, hospital, or seen by a physician, I was not asked if I had dental appliance in my mouth. Nor did I think to them. I assumed invisaligns were safe, what I want from this horrible experience is for primary care physicians, gi's, ebt's and ER doctors to ask their patients if they are wearing a plastic dental appliance. I fear my body has non-reversible damage to my digestion, breathing, possibly my balance, and my voice. I know invisaligns are made in (B)(4). Just how does the FDA monitor the quality of this product.